Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during interrogation the programmer turned off; the user checked to see that the cord was plugged in correctly. Troubleshooting discussion included removing the battery and then turning the programmer on to see if the issue resolves. The programmer has not been returned for service. No patient complications have been reported as a result of this event.